Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and alarmed failed battery test. Blood glucose at the time of the incident was 56 mg/dl. The customer explained that she went to check the bolus history and it would not exit when pressing the esc button. She removed and reinserted the battery and received the failed battery test alarm. She inserted a new battery and received a button error alarm. The customer did not recall any significant events leading to the keypad issue and confirmed the time on screen was advising. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days. Pump received with intermittent esc button response due to corroded keypad traces. No button error alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.